Manufacturer narrative:
Corrected data: in review, it was noted that the information that "there was no patient injury" was inadvertently not included in the section "b5" of the initial MDR report; therefore, it has been captured in this supplemental MDR report. Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review the manufacturing records for the intraocular lens were reviewed and one non-conformance (nc) report was found as part of this manufacturing records review. This nc does not contribute to the complaint event reported. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: information unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zcu225 with 26.5 diopter (d) and 2.25 cylinder (cyl), was explanted from the patient's right eye as the vision was blurry due to not having enough cyl. The replacement iol was lens model zcu300 with 27.0 d and 3.00 cyl. The incision was enlarged to remove the iol and sutures were placed. Visual acuity pre-operative was 20/400 (pre-replacement) and visual acuity post-operative (post-replacement) was 20/50+. Three weeks later account indicated that the patient¿s vision improved from 20/70 to 20/40 without correction. No further information was provided.